Event description:
It was reported patient underwent revision using a custom implant approximately 1 year and 1 month post implantation due to the patient's glenoid bone fracturing. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4): d10: item # 115330, comp rvrs shdr glen bsplt +ha, lot # 66590489. Item # 180550, comp lk scr 3.5hex 4.75x15 st, lot # 66890414. Item # 180550, comp lk scr 3.5hex 4.75x25 st, lot # 66817095. Item # 180552, comp lk scr 3.5hex 4.75x20 st, lot # 66759536. Item # 180551, comp rvs cntrl 6.5x25mm st/rst, lot # 66714714. No product was returned or pictures provided visual and dimensional evaluations could not be performed and the complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.